Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA on 05/04/2017.

Event description:
The surgeon reported that a stent required repositioning or replacement. Clinical follow-up was requested and on 05/02/2017 the following additional details were provided. On postoperative imaging, one of two istents implanted in the patient's right eye was observed to be occluded by the iris due to improper placement. The surgeon had planned to reposition or replace the stent, but at this time, the patient was reported to be okay and there was no injury or harm reported. No intervention is planned at this time and the surgeon will continue to monitor the patient.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested and on 06/08/2017, it was reported by the surgeon that the patient is being treated with micro pulse p3.

Manufacturer narrative:
Iop elevation and malpositioned stent are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA on 05/17/2017. Refer to MDR #2032546-2017-00041 for the obstructed stent in the left eye.

Event description:
The following event details were provided to glaukos on (B)(6) 2017. The surgeon reported that the iop in the right eye was surging up to 26 mm hg. In addition to the obstructed stent in the right eye, one of two stents implanted in the left eye was observed to be obstructed by fibrin. On (B)(6) 2017 consultation with the glaukos medical monitor was completed, and possible treatment options were discussed. This included drops such as pilocarpine, followed by laser in the form of argon burn to shrink the tissue from the stent, yag to clear debris from the ostium, or a combination of both depending on the iris anatomy and likelihood of recurrence. Low energy yag was recommended to avoid stent displacement. It was reported that low energy yag had been completed followed by an iop spike. The glaukos medical monitor advised that laser can induce an inflammatory response and sometimes cause a pressure spike. Steroids and pressure lowering drops would be considered as the next treatment options. On 05/14/2017, the surgeon provided the following additional details to the glaukos medical monitor. The patient has been on topical prednisone forte every two hours. The obstructed stent in the right eye is not in good position; however, the second stent implanted in the right eye was observed to be in good position. The iop surged close to 30 mm hg. The surgeon is planning to perform trabeculectomy and is awaiting a reply from the patient¿s cardiologist on anti-coagulant management.